Event description:
Cadd pump alarming approximately every five minutes. The alarm stated "upstream occlusion." Nurse unable to detect occlusion. PICC line flushed without difficulty. IV (intravenous therapy) team notified to assess. IV therapist concurred that the cadd pump malfunctioned. A new cadd pump was delivered and set-up and malfunctioning pump returned to rental agency for inspection.